Manufacturer narrative:
D4 - rpn: the rpn was either a tfle-20-73-zt or tfle-20-90-zt. E1: postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a type 1b endoleak on a zenith flex aaa endovascular graft iliac leg caused an abdominal aortic aneurysm (aaa) rupture. The 89-year-old male patient underwent endovascular aortic repair (evar) on (B)(6) 2011. The following cook devices were placed during the procedure: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-30-96-zt). Zenith flex aaa endovascular graft iliac leg (rpn: tfle-20-90-zt). Zenith flex aaa endovascular graft iliac leg (rpn: tfle-20-73-zt). More than a year had passed since the last follow-up. An outpatient appointment had been scheduled for (B)(6) 2024. However, the patient no longer wished to continue follow up care and did not attend the appointment at the hospital in (B)(6) 2024. The patient was rushed to the hospital and a computed tomography scan was completed. A 20mm diameter zenith flex aaa endovascular graft iliac leg had been placed in the right common iliac artery (cia) during the index evar. However, the CT scan showed the right common iliac artery measured 27 mm in diameter and showed a clear type 1b endoleak. The endoleak was thought to have caused the aortic aneurysm rupture. An emergency operation was performed on (B)(6) 2025. The right proximal internal iliac artery was embolized and the landing was extended to the external iliac artery (eia) using an competitor's iliac leg and stent. N-butyl cyanoacrylate (nbca) was sprayed into the aneurysm from a microcatheter that had been prepared in advance from the side of the graft. The endoleak was no longer observed. After the procedure, blood pressure was stable and the patient was allowed to return to the room. It was reported that the patient recovered. The physician remarked that the implanted vessels were enlarged and the patient was not compliant with follow up, so the event was most likely unavoidable. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Correction: h6 - medical device problem code (annex a). Investigation ¿ evaluation. It was reported to cook that a type 1b endoleak on a zenith flex aaa endovascular graft iliac leg caused an abdominal aortic aneurysm (aaa) rupture. The (B)(6) year-old male patient underwent endovascular aortic repair (evar) on (B)(6) 2011. The following cook devices were placed during the procedure: zenith flex aaa endovascular graft bifurcated main body was placed in the abdominal aorta. The approach was from the right femoral artery. Zenith flex aaa endovascular graft iliac leg was placed in the left common iliac artery. The approach was from the left femoral artery. Zenith flex aaa endovascular graft iliac leg was placed in the right common iliac artery. The approach was from right femoral artery. Additional stents from other manufacturers were placed during the procedure. However, implanted location of the devices is unknown. More than a year had passed since the patient was seen for follow-up. An outpatient appointment had been scheduled for (B)(6) 2024. However, the patient no longer wished to continue follow up care and did not attend the appointment at the hospital in (B)(6) 2024.the patient was rushed to the hospital and a computed tomography scan was completed. A 20 mm diameter zenith flex aaa endovascular graft iliac leg had been placed in the right common iliac artery (cia) during the index evar. However, the CT scan showed the right common iliac artery measured 27 mm in diameter and showed a clear type 1b endoleak. The endoleak was thought to have caused the aortic aneurysm rupture. An emergency operation was performed on (B)(6) 2025. The right proximal internal iliac artery was embolized and the landing was extended to the external iliac artery (eia) using a competitor's iliac leg and stent. N-butyl cyanoacrylate (nbca) was sprayed into the aneurysm from a microcatheter that had been prepared in advance from the side of the graft. The endoleak was no longer observed. After the procedure, the patient¿s blood pressure was stable, and the patient was allowed to return to the room. It was reported that the patient recovered. The physician remarked that the implanted vessels were enlarged, and the patient was not compliant with follow up, so the event was most likely unavoidable. Reviews of documentation including drawings, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was requested but none was provided for review. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal fixation site greater than 10 mm in length and 7.5-20 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith flex aaa endovascular graft. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: the long-term performance of endovascular graft has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of imagine contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events aneurysm enlargement, aneurysm rupture and death, aortica damage, including perforation, dissection, bleeding, rupture and death, claudication (e.g., buttock, lower limb), death, endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) patient¿s suitable for open surgical repair patient¿s anatomical suitability for endovascular repair ability to tolerate general, regional or local anesthesia iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french to 22 french vascular introducer sheath iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall) 8 patient counseling information: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. Physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 11 directions for use anatomical requirements iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18-32 mm. 12 imaging guidelines and postoperative follow-up 12.1 general the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1. This schedule was used in the pivotal trial and is recommended even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 14jan2025 and 16jan2025. The cook zenith flex aaa endovascular graft bifurcated main body (tffb-30-96-zt) was placed in the abdominal aorta. The approach was from the right femoral artery. The zenith flex aaa endovascular graft iliac leg (tfle-20-73-zt) was placed in the right common iliac artery. The approach was from right femoral artery. The zenith flex aaa endovascular graft iliac leg (tfle-20-90-zt) was placed in the left common iliac artery. The approach was from the left femoral artery.